Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted in a patient. It was noted that during a routine 45 day follow up appointment, the amplatzer amulet occluder had embolized. The patient was awaiting the explant of the amplatzer amulet occluder using a transcatheter snare. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a 22mm device was chosen, against the instructions for use which recommends a 25mm device for a 21mm laa perimeter, because of the shorter lobe length, as the depth of the defect was shallow. The cause of the embolization was thought to be due to the proximal implant location of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the 22mm amplatzer amulet left atrial appendage (laa) occluder was discovered to have embolized on (B)(6) 2022 on patient's 45-day follow-up appointment. The device had completely dislodged from the implanted site at the laa and traveled to the descending aorta in close proximity to the kidneys. The device did not cause any blockage or damage to surrounding tissues. On (B)(6) 2022, the device was successfully retrieved via transcatheter snare. The patient did not have any clinical signs or symptoms during or after this event. To determine the sizing of the device prior to implant, the laa orifice was measured as 20mm at minimum and 26mm at maximum. The laa landing zone was measured as 13mm at minimum and 21mm at maximum. It was reported that the laa was limited in depth and oblong in shape, so the depth of the device as 7.5mm was considered to be the best approach. The implanter believed that the cause of the device embolization was due to the proximal implant of the device with insufficient separation between the lobe and the disc.